Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A viperwire flex tip guide wire was advanced distal to the lesion for treatment. The orbital atherectomy device (oad) was advanced towards the lesion with the use of glideassist, when unbeknownst to the physician the guide wire moved due to the patient's heartbeat. The tip of the oad came into contact with the spring tip of the guide wire, and the spring tip appeared stretched out. The oad was used to remove the guide wire and the procedure was completed without further issue. The patient was reported to be well. Once outside the patient's body, the guide wire was lightly handled by the physician, which resulted in a fracture.

Manufacturer narrative:
The guide wire and fractured spring tip section were received at csi for analysis. Visual examination did not reveal any damage on the guide wire that would have contributed to the difficulties experienced during the procedure. There was no damage observed with the spring tip section. Scanning electron microscopy (sem) analysis revealed evidence of a torsional fracture on the core wire, and concluded that the fracture was due to excessive rotational damage. It is hypothesized that the cause of the fractured spring tip is user error as the analysis results of the fracture face were consistent with the torsional damage observed when the oad driveshaft is spun into the guide wire spring tip. At the conclusion of the device analysis investigation, the reported event that the guide wire fractured was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).